Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that he received a no delivery alarm. The customer's blood glucose was 520 mg/dl at the time of incident. The customer stated that the high blood glucose was not treated yet at the time of call. The customer stated that they received a no delivery alarm during fixed prime. The customer stated that the insulin did exit during manual prime after disconnecting and reconnecting the tubing and reservoir. The customer stated that the insulin did exit during manual prime. The insulin pump will not be returned for analysis.